Event description:
The surgeon stated that after the valve was implanted, severe ai was noted immediately on echo prompting him to go back on bypass and replace the valve with a smaller 19 mm valve from another manufacturer. It was reported the pt was unstable postoperatively due to the additional pump time. Additional info has been requested.